Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1361 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported during the catheterization process, it was found that the guide wire was not smooth when the needle was withdrawn, which affected the failure of the puncture.